Event description:
It was reported that this was a percutaneous vertebroplasty for ovf on (B)(6) 2024. The room temperature was 19°c. Operating procedures were proceeding smoothly according to the surgical technique. When the target was confirmed, a scrub nurse started cement mixing under the direction of the surgeon. After opening the cement, liquid was poured into the mixer. Then, the mixing process was started using the mechanism of the mixer, but the handle became stuck, and mixing was not possible. The backup product was used, and the surgery was completed successfully with no surgical delay. The patient was reported as stable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 device history review part # 07.702.016s lot # 3l53643 manufacturing site: werk selzach logistik release to warehouse date: 03.nov.2023 expiration date: 01.nov.2026 supplier: (B)(4) a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.